Event description:
It was reported that during a coronary artery stenting treatment procedure, removal difficulties and a balloon tear occurred. The target lesion was located in the mildly calcified and mildly tortuous left circumflex. The 4.0x24mm promus element stent was deployed and the stent delivery balloon was used for post dilation. Following post dilation, the delivery balloon became difficult to advance and move. The stent delivery balloon was removed and the balloon material was split on the longitudinal axis. The procedure was completed with this device with no patient complications. The patient condition was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a coronary artery stenting treatment procedure removal difficulties and a balloon tear occurred. The target lesion was located in the mildly calcified and mildly tortuous left circumflex. The 4.0x24mm promus element stent was deployed and the stent delivery balloon was used for post dilation. Following post dilation, the delivery balloon became difficult to advance and move. The stent delivery balloon was removed and the balloon material was split on the longitudinal axis. The procedure was completed with this device with no patient complications. The patient condition was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Correction: device avail for eval corrected from yes to no. Device returned to MFR corrected from yes to no. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.